Event description:
The device was not working and the bgs were extremely high. It was stated that the leadd screw test was performed several times and made a complete rotation, but the insulin was not exiting. A replacement pump was requested.